Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gallbladder operation and paratubal cyst. Current weight 183 lbs. Concurrent conditions included right lower quadrant pain, uterine bleeding, drug allergy, nickel sensitivity, nausea, vomiting, rash, redness, swelling nos, inflammation, hernia repair and adenomyosis. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) since (B)(6) 2013 and ibuprofen from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain/ lower abdomen pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced libido decreased ("hormonal changes describe: decrease of libido"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and dyspareunia had resolved, the vaginal haemorrhage, libido decreased, depression, anxiety, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2013 given initially, but in current pfs (B)(6) 2013 was given adjacent to the left essure device is an u shaped clip. A surgical clip is noted within the pelvis on the left. Essure hsg normal in oct, pain since insertion. States the hsg confirmed normal placement and occluded tubes. 4 coils on one side and 6 on the other. Current weight 183 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded total bilateral occlusion (as per pfs) bilateral satisfactory location and occlusion confirmed 9(as per mr). Pathology test - on (B)(6) 2015: uterus, cervix and bilateral fallopian tubes-hysterectomy and bilateral salpingectomy: cervix· inflammation and reactive change. No dysplasia or malignant change identified, endometrium weakly proliferative endometrium. Myometrium adenomyosis. Bilateral fallopian tubes· left peritubal cyst. Ultrasound pelvis - on (B)(6) 2015: ability to visualize left coil but not the right on sonogram. Ultrasound scan vagina - on (B)(6) 2015: findings: the uterus has normal position, configuration and size. The left essure coil can be identified. Both ovaries have normal position, size and demonstrate blood flow. There is a small mixed echoic 10 x 10 x 15 mm area within the left ovary, which could represent a small complex cyst or dominant follicle. No free fluid.; on (B)(6) 2015: mpression: bilateral essure devices.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, vaginal discharge, decreased libido, dysmenorrhea most recent follow-up information incorporated above includes: on 26-jul-2019: pfs & mr received: new events- decrease of libido, menorrhagia, vaginal bleeding, depression, mental anguish,migraines / headaches, nickel allergy, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain, lower abdominal pain were added. Added outcome of events: pelvic pain, lower abdominal pain, dyspareunia, menorrhagia to recovered/resolved and migraine to recovering/resolving. Date of removal, event onset date, reporters information, patients dob, demographics, lab data, medical history, concomitant condition and drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and genital haemorrhage ('general, abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gallbladder operation and paratubal cyst. Current weight 183 lbs. Concurrent conditions included right lower quadrant pain, uterine bleeding, drug allergy, nickel sensitivity, nausea, vomiting, rash, redness, swelling nos, inflammation, hernia repair and adenomyosis uteri. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) since (B)(6) 2013 and ibuprofen from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain/ lower abdomen pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced libido decreased ("hormonal changes describe: decrease of libido"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguis/psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy: other (nos)"). The patient was treated with surgery (vaginal hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, dyspareunia, abdominal pain, back pain and hypersensitivity had resolved, the vaginal haemorrhage, libido decreased, depression, anxiety, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, libido decreased, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2013 given initially, but in current pfs (B)(6) 2013 was given adjacent to the left essure device is an u shaped clip. A surgical clip is noted within the pelvis on the left. Essure hsg normal in oct, pain since insertion. States the hsg confirmed normal placement and occluded tubes. 4 coils on one side and 6 on the other. Current weight 183 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded total bilateral occlusion (as per pfs) bilateral satisfactory location and occlusion confirmed 9(as per mr). Pathology test - on (B)(6) 2015: uterus, cervix and bilateral fallopian tubes-hysterectomy and bilateral salpingectomy: cervix· inflammation and reactive change. No dysplasia or malignant change identified, endometrium weakly proliferative endometrium. Myometrium adenomyosis. Bilateral fallopian tubes· left peritubal cyst. Ultrasound pelvis - on (B)(6) 2015: ability to visualize left coil but not the right on sonogram. Ultrasound scan vagina - on (B)(6) 2015: findings: the uterus has normal position, configuration and size. The left essure coil can be identified. Both ovaries have normal position, size and demonstrate blood flow. There is a small mixed echoic 10 x 10 x 15 mm area within the left ovary, which could represent a small complex cyst or dominant follicle. No free fluid.; on (B)(6) 2015: mpression: bilateral essure devices.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, vaginal discharge, decreased libido, dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events abdominal pain, back pain, general, abnormal bleeding and allergy: other (nos) added. Event verbatim updated to psychological or psychiatric problems condition: depression and mental anguish/psych injury. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.